Event description:
It was reported. That the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).